Event description:
It was reported that the customer had been supplied with the magic3 hydrophilic coated silicone catheter. They read and understood the instructions but seem to still have problems when they go to remove it. It did not seem to have the lubricosity of the red rubber ones that they apply gel to. Customer questioned if they could apply more lubricant to the device, they fully understood the implications of the added chances of infection by touching more objects but would still like to try and use the catheter because they had a large supply at this point. They were worried that the coating that was already on there might be incompatible with another lubricant.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.